Manufacturer narrative:
Per tandem¿s t:slim user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer performed the fill tubing sequence while connected at the infusion set site, inadvertently delivering 10.3u of unintended insulin. Customer consumed carbohydrates and monitored blood glucose (bg) level. Customer's blood glucose level was 133 mg/dl. Tandem technical support educated the customer to always disconnect from the pump during the fill tubing process. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and date and resumed insulin therapy.